Manufacturer narrative:
Evaluation summary: both phaco handpieces met specifications at the time of release. The first phaco handpiece was received and a visual assessment of the returned sample showed no physical defects. An irrigation and aspiration passage fluid flow test was performed on the returned phaco handpiece and passed both tests. The ground resistance was tested on the handpiece and met specifications at (B)(4) ohms. The handpiece was connected to a calibrated hotbed to be primed and tune but the handpiece was not recognized. The handpiece was opened and it was found to be broken internally. The reported event was confirmed, as the handpiece was not recognized. The root cause of the nonconformity was found to be the r1 resistor value on printed circuit board (pcba) drifting out of specification as the handpiece is autoclaved. The second phaco handpiece was received and a visual assessment of the returned sample showed no physical defects. An irrigation and aspiration passage fluid flow test was performed on the returned phaco handpiece and passed both tests. The ground resistance was tested on the handpiece and met specifications at (B)(4) ohms. The handpiece was connected to a calibrated hotbed to be primed and tune. The handpiece was run at 100% power for 5 minutes with no issues. A wet stroke test was performed and the handpiece passed all tests. The reported event was not replicated and the handpiece met manufacturer¿s specifications per stp. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).

Event description:
A healthcare professional reported that two handpieces did not aspirate. The hospital provided additional information: they cannot trace back during which surgery step the issue occurred. There was no patient harm. No additional information is expected.